Event description:
It was reported that the compression is releasing when set to manual release mode during a needle localization procedure. No injury reported. A field engineer was dispatched to the site and determined the paddle shift sensor needed to be replaced. Once this was completed, the system was working as intended.